Event description:
Customer contacted beckman coulter inc. (Bci) with erroneously elevated tt4 results above the normal reference range generated by the unicel dxi 800 access immunoassay system for two patients. The erroneous results were not reported outside of the lab. Upon repeat the results were within the normal reference range for both patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in 13x75mm yellow topped hemogard serum tubes. The samples were centrifuged at 3000 rpm. The tt4 qc was within the customer's established ranges prior to the event. There is no indication that service was dispatched for this event. A clear root cause for this event has not been determined to date.